Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received a pump error 63 - hardware low-level failures, pump error 130 -this alarm is generated when the pump detects movement in hall sensor counts that are unexpected since the pump did not command motor movement, pump error 42 -  drive count error boundaries exceeded after movement and pump error 3 - the main arm cannot communicate with the motor arm. Troubleshooting was performed and it was found that the customer was able to clear the alarm and was unable to rewind the pump. The pump was exposed to x-ray. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump and it will be returned for analysis.

Manufacturer narrative:
Pump was received with a missing battery cap contact. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test. Successfully downloaded history files and traces using thump. Pump error 130, pump error 63 (variable = 3, file number = 32143, line number = 399), pump error 3 (file number = 2002, line number = 1541) and pump error 42 (file number = 13, line number = 483) were found in the pump history on 03/31/2023 at 21:39:48.000, 03/31/2023 at 23:57:07.000, 03/31/2023 at 23:57:07.000 and 03/31/2023 at 23:57:09.000 respectively. Pump error 130, pump error 63, pump error 3 and pump error 42 were not found during testing. Pump was cut open to perform visual inspection and found evidence of moisture damage on the pcba 1 and force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay and cracked case (battery tube). Battery cap contact missing confirmed. Unable to verify exposure to magnetic field. Pump error 130 was not confirmed. The pump passed all of the passes required. Pump error 63 (variable = 3, file number = 32143, line number = 399) was confirmed due to hardware error. Pump error 3 and pump error 42 were confirmed due to moisture damage on the pcba 1 and force sensor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.